Event description:
It was reported that the customer had a motor error alarm during basal on the insulin pump. The customer's blood glucose level was 216 mg/dl. The troubleshooting was performed. The customer was advised that customer insulin pump will be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
The unit passed displacement test, rewind and basic occlusion test. There was no motor error alarm noted during testing. The unit was unable to prime during prime/compromised force sensor test due to faulty fsr (gold). The motor was tested outside of the device and passed. The unit was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, battery tube threads, scratched reservoir tube window, belt clip slot, case at display window corner and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.